Event description:
It was reported the patient had received a low battery flag, and later the ipg was no longer providing stimulation. The physician had suspected the ipg had reached end of life. The system parameters were unavailable, and the next course of action was not provided.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.